Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite (return instrument test / evaluation) functional test for card reader test, however, all testing pertaining to volumetric and temperature accuracy passed. The device passed the rite electrical test. There were no problems found during an internal inspection. The assignable cause for rite test failure - card reader test was undetermined. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 5. The patient's ultrafiltration reading was 1164ml, indicating the home patient (hp) drained 1164ml more than their programmed fill volume of 1700ml. This information meets iipv criteria. No patient injury or medical intervention was reported.